Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by Tandem Technical Support and the occlusion was found to be within the cartridge. Customer changed pump supplies to address the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.